Manufacturer narrative:
Analysis was performed for product ID 97745, lot# serial# (B)(6). Analysis found bent battery contact, cracked/worn/broken front case and screws stripped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the controller was not charging from the ac power supply. Caller stated that they could charge the implanted neurostimulator, but when it came time to charge the controller, the controller wouldn't charge. Pt said that this was the same issue as before when they called about the month before last month. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. The green light on the ac power supply was on. The issue was not resolved. An email was sent to the repair department to replace the controller.